Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had video not showing in screen. The event during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found: light guide lens and the distal end both have foreign objects. Olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material remaining in the device. The reportable events are detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in bf-p150/1t150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-p150/1t150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.